Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and a prolapsed anterior leaflet. A mitraclip xtw was implanted without issues. The mr was reduced to grade 2+. To further reduce mr, a mitraclip xtw was implanted laterally to the first clip without issues. The procedure was completed with two clips implanted. The two clips were stable on the leaflets. The mr was reduced to trace. A few hours post procedure, an echocardiogram was performed and revealed recurrent mr with grade 2+ and that the first implanted clip had detached off the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.